Event description:
Updated summary: customer reported having a low alert while driving. Customer just manually suspended the pump and took glucose tablet (not glucagon). Customer was wondering why smartguard was not coming back on. Helpline showed customer that he had forgotten to unsuspend the pump. Customer declined troubleshooting. Pump was used within 48 hours of the low as customer suspended the pump during the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced low blood glucose alert. And the customer manually suspended the delivery. The customer reported, blood glucose value of 77 mg/dl. The customer reported, hypoglycemia treated with glucagon. Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-242a, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer reported, low bgs. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1884, no product return is required for mmt-242a, no product return is required for mmt-332a, no product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced low blood glucose alert, and the customer manually suspended the delivery. The customer reported blood glucose value of 77 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-1884, mmt-242a, mmt-332a, mmt-7040a. Customer declined the troubleshooting. Customer reported low bgs. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will continue use of the device. It was unknown whether the customer will continue use of the device. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.